Manufacturer narrative:
Suspect device received on november 16, 2020. Device evaluation completed on december 1, 2020: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii/ IV capsular contracture. (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile breast, saline implant experienced right sided baker¿s grade iii/ IV capsular contracture and left sided deflation post procedure. As a result, the prosthesis were bilaterally removed and replaced as follow: left replaced with cat#: 3501660, lot# 7336607 and right replaced with cat#: 3501660, lot# 7332825 on (B)(6) 2019. This report relates to the right prosthesis.